Event description:
During a mitral valve procedure, blood leaked from a split in the side arm luer fitting of a 3/8" connector located in the line between the arterial pump and the inlet of the oxygenator. The line was subsequently changed out and bypass resumed. The pt was rewarmed after the circuit was repaired. Blood loss was approx 100ml. No medical intervention was required. The procedure was abandoned due to potential contamination related to the valve replacement. There was no reported pt injury.

Manufacturer narrative:
One 3/8" connector with a luer lock was returned to sorin group USA, inc. For eval. Visual inspection confirmed that the luer on the connector was cracked. Laboratory leak testing consisted of pressurizing the connector with air and submerging it in water. Bubbles escaped from the crack in the luer. A review of the sorin group USA, inc. Mfg records revealed that visual and dimensional inspections were found to be within specification. The product was molded within the specified processing parameters as indicated in the process audit log. No cause for the defect could be determined. Cellplex purchases these connectors in bulk for use in their mfg operation. A review of their records showed no other defects reported with this batch of connectors. The complaint report indicated that the perfusionist setting up the circuit happened to knock the luer lock connector against the pump. This could have damaged the component.